Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 351 on the aviva system compared back to back with a result of 125 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that he took his regular baseline does of 80 units of lantus and 12 units of regular novolog, then ate his breakfast. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.